Manufacturer narrative:
Additional information provided for patient age or date of birth and gender.

Manufacturer narrative:
This report is being filed on an international product list (B)(4), that has a similar us product distributed in the us, (B)(4). The ticket search determined normal complaint activity for the lot with this being the only complaint received to date for this issue. Complaint trending report review determined that there is no non-statistical or adverse trend for the product for the complaint issue. No customer returns were available for evaluation. For assessment of clinical sensitivity, testing of panels which mimic patient samples using in-house retained kits of lot 90143fn00 was performed; all specifications were met indicating that the lot is performing acceptably. A review of the product quality history for the likely cause lot using search of the corrective and preventive actions (CAPA) system did not identify any issues associated with the customer observation. Labeling was reviewed and adequately addresses the current issue. No product deficiency was identified.

Event description:
The account generated a false negative architect hbsag qualitiative ii (0.80 s/co) on a patient sample ID (B)(6) that confirmed (B)(6) at a reference lab. The patient also confirmed hbsag (B)(6) a year ago. The specific patient information is unknown. No impact to patient management was reported.